Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: a review of the pump¿s black box data showed no evidence of a short battery life. During visual inspection of the pump, it was observed that the battery compartment had two cracks. The pump¿s ¿ez-prime¿ steps were performed correctly and all the current readings were within specification. The returned battery cap was able to fit to the pump and maintain an electrical connection. During testing, the pump powered up correctly and there were no power interruptions duplicated during the investigation. The investigation was unable to duplicate the ¿battery life¿ complaint. The pump¿s cover was removed and no intermittent condition or moisture damage. (B)(4).